Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During evaluation of the instrument data, the ccc specialist discovered that the high bias on patient results had begun after a new reagent flex was loaded onto the instrument. The reagent flex did not hydrate properly and the calibration was performed on the incorrectly hydrated reagent flex. The customer replaced the reagent flex with a new one and the calibration was acceptable. During follow-up with the customer, the customer had not had any further issues. The cause of the discordant bun results was related to an improperly hydrated reagent flex. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated urea nitrogen (bun) results were obtained on multiple patient samples on a dimension exl 200 instrument. Some discordant results were reported to the physician(s) and required corrected reports upon repeat testing. Other discordant results were not reported to physician(s) because the samples were repeated on an alternate instrument prior to reporting results. There are no known reports of patient intervention or adverse health consequences due to the discordant bun results.